Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator power supply was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system displayed iris collimator errors during the boot process. This error is likely to prevent the system from booting to a usable state. No pt serious injury or death was reported related to this event.